Event description:
It was reported to boston scientific corporation that a rotatable medium oval medium snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the snare was inserted in the endoscope, the physician attempted to retract the snare but failed. The plastic sheath near the handle was separated into two exposing the wire inside the sheath. It was reported that the sheath seemed to have been torn before the device was unpacked. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached. The proximal section of the wire was kinked in two places, and the catheter was also kinked at one of these locations. Evidence of flare process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint that the flare detached was confirmed. The evidence of the flare process indicates that the catheter was initially attached to the handle. Manipulation of the device could have caused the kinks in the wire. The kinks likely caused friction and resistance upon device actuation, ultimately resulting in flare detachment. Therefore, the most probable root cause of this reported event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval medium snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the snare was inserted in the endoscope, the physician attempted to retract the snare but failed. The plastic sheath near the handle was separated into two exposing the wire inside the sheath. It was reported that the sheath seemed to have been torn before the device was unpacked. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.